Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. It was unknown if the patient was hospitalized for the event. The patient was treated with injection ceftazidime (500mg, route and frequency not reported) and injection amikacin (125mg, route and frequency not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient was recovering from the event of peritonitis. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error described as a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.